Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) stopped compressions multiple times and prompted: 'pull up lifeband and press restart'" was confirmed in the archive data but was not confirmed during functional testing. The archive data revealed multiple incidents, where the autopulse platform stopped compressions due to ua17 (max motor on-time exceeded during active operation) on the customer's reported event date. This advisory message is followed by the prompt: "pull up lifeband and press restart". The autopulse did not reach the target depth within the specification. During testing at zoll, no malfunction was found, and the autopulse platform functioned as intended. Based on values recorded in the archive data, the likely root cause of the reported complaint resulted from the patient's large chest circumference, which was very stiff to compress. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Further review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) occurred during the reported event, unrelated to the customer's reported complaint. Based on the archive data, the autopulse was powered off and on multiple times, and the platform displayed ua07 each time. The archive shows that the customer cleared the ua07 advisory messages. The likely root cause for this advisory message was either due to the patient or the platform being out of position, placed on an uneven surface, or the patient not properly centered/aligned on the platform. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error, and the customer's reported complaint could not be replicated. The drivetrain motor brake gap was inspected and verified to be within the specification of 0.008" ±0. 001". A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was used in an attempt to resuscitate a patient in cardiac arrest. The customer did not provide the details of the cardiac arrest incident. A fully charged battery was inserted into the platform and was never replaced throughout the event. Shoulder restraints were used to keep the patient appropriately aligned on the platform. During use, the autopulse platform stopped compressions multiple times and prompted: "pull up lifeband and press restart". The crew pulled up the lifeband and pressed restart, but the platform stopped again after delivering a few compressions with the same prompt. The customer did not recall any user advisory or fault code. The crew elevated the patient to 30 degrees, then lowered the patient to a flat position, then elevated again to see if the autopulse would function better, but no resolution happened. The autopulse delivered compressions for a total of about 10 minutes, intermittently. Return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead. The customer stated that the reported issue caused delays/pauses in providing automated compressions to the patient. As per the customer, although those pauses were less than 10 seconds, the patient outcome could have been possibly impacted by the repeated delays.